Event description:
It was reported that the insulin pump alarmed motor error during a bolus or basal delivery. The caller did not know the blood glucose reading. The caller stated that the device had not been exposed to a high magnetic field and was assisted with clearing the alarm. The caller was advised to disconnect from the insulin pump. The caller stated that the insulin pump alarmed motor error once in the last 30 days. Only troubleshooting was performed on the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.